Event description:
Found during testing. According to the rptr, the device would not operate on battery power even after the device was plugged into ac power overnight to charge the battery. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated and replaced power assembly and determined that root cause for the reported incident was an electrically leaky filter, designated fl4.